Event description:
Lap sigmoid resection in 2008 for ca sigmoid w/splenic flexure takedown. The anastomosis was above the pelvic brim at above 15-17 cm w/o tension. Bubble test was normal. The pt had no significant co-morbidity. Post operatively, the pt was not very complaint about getting out of bed, and his hospital course was therefore somewhat lengthened. He was begun on liquids and gradually increased and was passing stool and flatus. His wbc was 9000+ the first 2 days and then rose to 13.4, 12.9, 12.3 and 10.4 over the next 4 days. At about 5 days later, the pt complaint about not feeling quite right, having some increased abdominal discomfort. A CT scan was done and revealed no significant problem. The following day, a gastrograffin enema was performed and demonstrated an apparent leak. The pt was taken back to the or that day and gross fecal contamination of the abdominal cavity was encountered. Although the proximal anastomosic colon segment was still lying in the upper pelvic, further examination demonstrated total dehiscence of the anastomosis (day 6 post op), and the ring complex was found lying just proximal to the anus. No other significant finding were apparent at the second surgery. Diverting colostomy w/hartman was done, and pt is now doing okay.